Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the loading process. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose was 260 mg/dl. Customer over estimated the bolus amount and delivered too large of a bolus. Bg lowered (65 mg/dl) and customer consumed food to address low bg. Recommendation was made for customer to discuss bolus calculation with their healthcare provider.